Event description:
It was reported that on (B)(6) 2020 the patient was found with cold sweat and respiratory exhaustion. The suspected diagnosis was congestion pneumonia in decompensated heart failure. The patient suffered neurological dysfunction/ischemic stroke as well. Antibiotics and forced diuresis started. The patient was ventilated non-invasively and the circulation was stable under arterenol. Neurological course with sufficient medium pressure, the patient appeared awake and adequate. A severe proximal arm paresis on the right showed up. Computed tomography (CT) scan showed bilateral border zone infarction with hemorrhagic imbibition found on the left side of the skull after consultation. Computed tomography (CT) angio showed no stenosis of the leading vessels or relevant ones of aneurysm of the basal vessels. Under the forced diuresis, there was an increase in the need for catecholamines so that again and again the fluid boluses were needed for stabilization. Echocardiogram (echo) showed a severely restricted left ventricle function and a reduced systolic function of the dilated right ventricle and two hyperchoic floating structures related to the implantable cardioverter-defibrillator (ICD) cable at the level of the tricuspid valve. The patient had been under clopidogrel, heparin, and marcuamr anticoagulants at time of adverse event. The patient was discharged (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) following this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29apr2016. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, neurologic dysfunction, and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications, in the event that there is a risk of bleeding. This section also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that germs were not detected in the blood cultures and the inflammatory parameters were unremarkable. The patient was discharged on (B)(6) 2020.